Event description:
It was reported that removal difficulty occurred. The physician initially performed balloon angioplasty on the lesion and attempted to deploy a 3.50 x 8mm synergy xd drug-eluting stent; however, delivery was difficult due to insufficient lesion preparation. The stent was withdrawn with the intent to further dilate the lesion. During removal, the stent became lodged in the guide catheter, requiring the physician to remove the entire guide catheter from the patient to retrieve it. Upon inspection after removal, all components of the stent were there but it was fractured. The procedure was completed with another of the same device. There were no patient complications and the patient fully recovered.